Event description:
It was reported that during npwt on a chronic wound with a pico 14 device, the amber light was flashing and seal could not be obtained. This was found on day 7 on arrival at patient's home. The issue was resolved when the dressing was changed and new batteries were applied as per protocol. There was no injury to the patient.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. While a leak in the npwt system (pump/tubing/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death even in a clinical setting as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.